Event description:
During an in clinic follow up, a loss of capture was noted on the left ventricular (lv) lead. A lead dislodgement was suspected. Diagnostic imaging is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating reprogramming was performed to resolve the event. Diagnostic imaging is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.